Event description:
Boston scientific (bsc) received information that this implantable cardioverter defibrillator (ICD) detected a >2000 ohms pacing impedance on this transvenous lead, trending upwards since implant. In addition, it was reported that there were changes in the defibrillation lead impedances, non-bsc lead, nothing out of range but trending downward since implant. Of note, this device was confirmed to be implanted subpectorally. As a result this device is included in the subpectoral implant 2009 product advisory. Technical services discussed possible reasons for impedance changes and recommended evaluating patient to try and recreate values and based on findings would define further course of action. Further information notes the patient was further evaluated with specific maneuvers and the lead values were all normal. The physician has elected to monitor the patient at this time.

Manufacturer narrative:
Information suggests these products remain in-service. Should additional information become available this event will be updated. No adverse patient effects have been reported. It was later reported that this device was explanted and replaced with a non-boston scientific device. During the explant procedure the physician removed the device with a clamp and header fell off. There were no reported allegations towards the header. This device was going to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon return the device underwent detailed analysis. The device case damage was induced during the explant procedure. However, the device header was loose while implanted. This was confirmed by the broken feed through wires on the right atrial channel. Devices implanted sub-pectoral were at risk of the headers becoming loose resulting in broken feed thru wires. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.